Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after a recent steroid injection, with the ilet delivering increased insulin and reservoir depletion faster than usual while no leaks or delivery interruptions were observed. Symptoms included elevated blood glucose with a reported peak of 319 mg/dl and no reported acute complications. Outcomes included the need for troubleshooting and education, with guidance to remain connected, perform a supply change when insulin ran out, and monitor for persistent elevation. Investigation included device data review and user interview. Investigation of this case revealed the hyperglycemia correlated with the steroid injection and that the device appeared to be delivering insulin as designed, evidenced by stabilized glucose the following day. It was concluded that the event was hyperglycemia with an unclear device-related cause, likely related to exogenous steroids rather than device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.